Event description:
It was reported the patient experienced infection and purulent discharge at the implant site. Additional information has been requested but has not been made available as of the date of this report.